Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that the event did occur 'within the last week." A review of all batch record documents was conducted for potentially associated lot number s13d09073 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. Reportedly, the homechoice (hc) machine did not detect a leak on the day of therapy and the home patient (hp) noticed liquid on the floor the next day. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.